Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-08452. It was reported the ipg was explanted and replaced on (B)(6) 2019 for a drg system. The lead was disconnected and left in place. Effective therapy was established post-operatively.

Event description:
Related manufacturer reference number: 1627487-2019-08452. Based on information obtained, the patient experienced inadequate therapy in targeted pain areas.